Event description:
The manufacturer's representative reported that the device was removed due to infection. Further information has been requested from the hcp, but has not been received at the time of this report.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.